Manufacturer narrative:
The investigation for the access site bleed and optical signal issue has been completed. The pump was not returned for investigation. Data logs were reviewed for the case run. A psnr (placement signal not reliable) alarm was observed with an oscillating contrast trend and low snr values. The trend in the optical signal remained consistent until the patient was transferred. On these consoles, all optical and placement signal values were not displayed and controller error alarm was observed. No abnormalities were observed in the pump's performance during the psnr event. We cannot confirm a potential aic issue on the loss of placement signal, as the oscillating contrast trend did not resolve after transferring to the new console, nor did the optical trend stabilize while the pump was in use. The cause of the optical signal issue was not determined since product was not returned and sufficient clinical information was not provided. According to the clinical notes, the access site has been oozing for the past two days. Heparin was stopped due to bleeding, and blood volume was administered during the bleeding event. The doctor successfully resolved the issue by managing the pressure and applying a pressure dressing. Cause of the bleeding cannot be determine from given information. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided. Impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (united states); ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 53-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to transplant. At the end of the case, it was observed a small ooze of blood coming from the repositioning sheath. Slow ooze that had dissipated shortly after arrival to the ICU. Manual pressure was held, and sandbag applied. Heparin was put on hold, three units of packed red blood cells and albumin given, followed by pressure dressing. Additionally, the team was aware that the placement signal was not working, and placement signal unreliable alarms kept occurring. Upon switching out the aic, the new aic had a controller failure alarm. The physician made the decision to exchange the pump and the issue with placement signal was resolved.